Event description:
The hcp reported the patient was experiencing low back pain, headaches, and leg striffness and cramps at night. The hcp increased the bolus dose and decreased the "steady dose" so that over 24 hours, the over all dose was increased by 10%. The patient was seen on 08/2005 for back pain, stiffness, and itching. The hcp plans to do a dye study.